Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line because the connection was loose. The patient was connected for peritoneal dialysis therapy at the time of this event. The technical service representative advised the patient to end the therapy. The cause of the disconnection was unknown and the patient's transfer set was replaced the following day. There was no patient injury or medical intervention associated with this event. No additional information is available.